Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), a line through the lens appearing to be a scratch was noticed. Reportedly the lens was removed from the eye and it broke into pieces. It fell on the floor and got lost. Another lens was implanted. No patient injury or complications were reported. No further information was provided.

Manufacturer narrative:
On the initial MDR, the device code was inadvertently not populated. The code should have been entered. Additional data: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.